Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received a reading of 50mg/dl blood glucose (bg), but they did not feel any symptoms. With fingerstick, the user was at 64 mg/dl. The user requested to recalibrate the dexcom g7 sensor with the ilet. The user was out of range for less than 90 minutes and treated the low bg independently.